Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported symptom pump shuts off was confirmed during evaluation. The wireless battery module was paired with a known good spectrum pump which found the module's wireless connection capabilities inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, which caused the components to fail, rendering the unit un-repairable should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off. There was no known patient injury or medical intervention associated with this event. No additional information is available.